Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/14/2020. Additional information: d4, d10, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot number pm5093 and no non-conformances related to the reported complaint condition were identified the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/11/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary: one paper lid, one empty winding former and a needle of product were received for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The barrel hole was examined and no suture remnant was noted. However, marks appear to be by use of surgical instrument were observed on the body needle. In addition, the suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the problem of pulling off suture needle. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? During the same procedure., the suture needle was removed from the patient's body procedure date? (B)(6) 2020.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle. Another device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.